Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported "primary rn noted leaking at the pca tubing and it was reinforced with tape which was running hydromorphone via piv. New syringe of hydromorphone started with new tubing. The spouse of patient was suspected to have been diverting dilaudid from his wife's pca while in the sicu on 4e. The unit did not report this at the time it occurred so the pump and tubing were not preserved." There was no patient harm reported.

Manufacturer narrative:
(B)(4)